Event description:
Distributor reported "the mirror heads keep popping off; this was a repeated problem for this customer. The customer (dentist) prefers not to be contacted again".

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.